Event description:
It was reported that the patient presented remotely via merlin.net. Transmission shows that the insertable cardiac monitor (icm) was incorrectly measuring the patient's false positive pauses due to intermittent ventricular under-sensing. No intervention was performed. The icm remained implanted. The patient was in stable condition and to be monitored remotely.